Manufacturer narrative:
(B)(4). The distributor in (B)(4) has determined that the most likely cause of the reported event was that the device¿s gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service.

Event description:
The distributor in (B)(6) reported that while in use on a patient the device "low vte", "high pip" and "high rate". The patient was removed from the device and placed on another device with no harm to the patient. Carefusion has requested additional information from the distributor in (B)(6) on the reported event and status of the patient. As of august 21, 2015 there has been no additional information provided by the distributor in (B)(6) pertaining to that request.

Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The suspect gas delivery engine was fully evaluated but no failure was detected. The reported issue could not be duplicated so no root cause could be determined. If additional information becomes available then a supplemental report will be filed.